Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead was unable to able to core across the septum. Upon observation, the physician determined the helix to be bent. The rv lead was removed and replaced.